Event description:
The physician attempted closure of the arteriotomy after an interventional procedure, with the closer tsl 6fr device. A cuff miss occurred. The device was exchanged for a second device and that is also reported to have experienced a cuff miss. The second device was removed, and contrast media injected. At this time extravasation of the vessel was noted and the pt was taken to surgery to repair and close the artery. Co has not been able to ascertain if a fluorogram was done prior to the device insertion. Co has not been able to discover what the vascular surgeon found, nor exactly what the repair consisted of. The perclose representative states that the physician has not been willing to discuss the case.